Event description:
The customer contacted stryker to report that they received a "connect electrodes" message from their device during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer informed stryker that the complaint details initially reported in section b5 executive summary were incorrect. Section b5 executive summary of the initial medwatch report indicates: the customer contacted stryker to report that they received a "connect electrodes" message from their device during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Section b5 executive summary of the initial medwatch report should have indicated: the customer contacted stryker to report that their device's display froze while powering the device on. They had to remove and replace the battery to get the device to power on correctly. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device's display froze while powering the device on. They had to remove and replace the battery to get the device to power on correctly. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.